Event description:
It was reported that the system triggered a lead safety switch (lss) due to high out of range (ocr) right atrial (ra) pacing impedance measurements greater than 3000 ohms. (B)(6) technical services (ts) reviewed data from the device and noticed that several atrial tachy response (atr) events had been stored, which appeared to be inappropriate. Farfield oversensing was also identified, and it was confirmed that the ra pacing impedance has been fluctuating, with two ocr measurements, even though other lead trends appear to be stable. Ts explained that a possible cause of the observations could be that this system has more likelihood to be prone to a mechanical phenomenon called fretting, as the lead can experience micro-axial motion of the terminal ring within the header bore. It was discussed that all current devices have an updated spring contact and header bore design to reduce this phenomenon, but this is not the case for this specific pacemaker device model. Ts provided reprogramming recommendations to avoid the reported farfield oversensing. Next actions for this ra lead are unknown at this time. No adverse patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).